Event description:
As reported by an edwards germany affiliate, during a right transfemoral tavr procedure with a 26mm sapien 3 ultra valve, after implantation of the valve, trace to mild paravalvular leak (pvl) was observed due to an incomplete expansion of the valve from heavy calcification. Post dilatation was performed to treat the pvl. During an attempt to post-dilate with the commander system, the operator noticed the radiopaque marker of the esheath embolize into the distal peripheral artery. A 16 fr non-edwards introducer was placed in left femoral artery to capture the marker, the marker was captured with biopsy forceps and retrieved into the 16fr non-edwards introducer. The patient was fine post procedure and discharged home with no reported issues. Per images provided by the site, the esheath liner was observed to be delaminated. The device was returned to edwards lifesciences for evaluation, pre-decontamination evaluation of the returned device showed the esheath distal tip was split.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. The returned device was visually examined, and the following was observed: the liner was fully expanded as designed, the liner was circumferentially delaminated 2cm in length from the tip and inverted inwards, the distal tip was opened as designed but with a tip split, the esheath shaft was damage immediately distal to the liner inversion, the c-marker band was separated from the esheath, and the adhesive material appears present at the c-marker band position on the sheath liner. Imagery was provided by the site, and the following was observed: the liner appears to be circumferentially delaminated and inverted inwards at the distal tip of the sheath, the c-marker band is separated from the sheath. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for esheath liner delamination, esheath distal tip split, and system components separate during use were confirmed through evaluation of the returned device. As reported, 'post dilatation was needed. During attempt to post-dilate using the commander system which remained in the abdominal aorta, the physician noticed the embolization of the radiopaque marker of the esheath into the distal peripheral artery. No commander delivery system withdrawal difficulties through the esheath was reported.' Per additional follow up, the patient had mild degree of calcification, mild degree of tortuosity, and access vessel diameter greater than 5.5 mm. Per returned product evaluation, the liner was circumferentially delaminated for 2cm from the tip and inverted inwards, the distal tip was split, and the c-marker band was separated. The condition of the returned device (liner inverted) suggests that there was a pulling (retrieval) motion applied. If resistance was encountered during delivery system advancement through the sheath near the tip, it is possible that the operator pulled the delivery system backwards in an attempt to troubleshoot the resistance. However, it is unknown when during the procedure the manipulation was applied. Excessive device manipulation can lead to a tip split and liner delamination, which could then expose the c-marker band. Additional excessive force can then lead to the c-marker band separating from the sheath liner. Access vessel calcification near the sheath tip may also lead to a tip split. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.